Manufacturer narrative:
H4: synthes can not determine the mfg date without the catalog number or lot number. No eval was performed as the product was not returned.

Event description:
Pt turned her head and sensed the plate snap on april 3, 1996. This was confirmed on april 9, 1996.